Manufacturer narrative:
After investigation, corindus has repaired this unit during normal service activities.

Event description:
The customer reported that the articulated arm was not stable. They stated that even when tightened correctly and completely upright, the robotic drive swings sideways. No patient involvement was reported. Failure of the arm to hold position has the potential to result in unintended motion of the interventional devices if used on a patient.